Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, the patient's right ventricular(rv) lead exhibited high impedance that had increased since (B)(6) 2018. The patient is pacing dependent. On (B)(6) 2018, the lead was partially extracted and replaced. During the same procedure the pacemaker of the patient was replaced as well. The patient was stable.